Manufacturer narrative:
An event of damage to the capsule of a delivery system was reported. A returned device assessment could not be performed as the device and was not returned for analysis. It was indicated that the device was used in a patient with sever calcification which may have contributed to the reported event but cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. During procedure, the flexnav passed the femoral on the right, and physician released the valve at the annulus, it was too high and they decided to re-captured the valve. But it was hard to saw the valve was recaptured as well so they decided to remove the valve and flexnav and decided to reload a new valve with a new flexnav because it was look damaged, little bit wore at the tip were the flex nose go inside of the stability wire. The patient had a lot of calcium. A new small flexnav delivery system and a 25mm navitor valve were chosen, positioned and worked really well. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable and good health.